Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that patient faced three infusion set leaking at quick release events on (B)(6) 2024. No further information available.